Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their son experienced low blood glucose. The customer's mother reported an initial high blood glucose in the 300 mg/dl range which was treated with an insulin bolus. The customer's mother was informed that her son was sweating ans could not be brought upstairs. The blood glucose reading was in the 30's mg/dl. The customer was treated with glucose. The customer's blood glucose was brought up to 170 mg/dl. The customer declined to troubleshoot for the low blood glucose incident. Auto mode was not on as the customer does not use sensors. The insulin pump will not be returned for analysis.